Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified

Event description:
It was reported that the bd microtainer® tubes were clotting. No serious injury or medical intervention reported.